Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens optic deformed, the haptic deformed and stretched out. Dimensional and functional inspection found the lens within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was explanted and the problem as resolved. It was noted surgeon suspects that the lens specifications may have not met the manufacturing requirements.